Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory also indicated pacing capture threshold in the rv was unstable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high and variable thresholds. The patient presented to the clinic and there was intermittent loss of capture noted on telemetry. Reprogramming was performed and a device repositon is planned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was rechecked, and the thresholds remained high, but were stable. It was ultimately decided that instead of repositioning, the device would continue to be monitored. The device remains in use. No patient complications have been reported as a result of this event.